Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 serial not provided. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Per china aer database: the hospital reported a malfunction causing a leak greater than 4.5lpm. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available.